Manufacturer narrative:
The insulin pump was received with a frozen screen due to a faulty connector on the interface circuit board. No constant tone anomaly was noted. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer's blood glucose level was declining, he got upset and smashed the insulin pump on something. The screen on the insulin pump was damaged. The insulin pump was unresponsive and he could hear a loud tone alarm. His blood glucose level was 60 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.